Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on an unknown date and suture was used. The patient experienced wound dehiscence. Additional information to be requested,

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.